Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single port low anterior resection. While stapling the colon the device did not fire, they tried to use another reload, however it also would not fire. They then used another device to resolve the issue in order to complete the case. The surgical time was extended by 30 minutes. There was no patient injury.